Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: a partial lead with the connector pin measuring 12.2cm was returned for analysis. External insulation abrasion was noted at 8.0-8.1cm from the connector pin, consistent with lead friction to the ICD can. The outer coil was exposed at this location. This is consistent with the observation from the field of noise. The reported field event of low pacing lead impedance was not confirmed. Without return of the entire lead, a complete analysis could not be performed.

Event description:
It was reported that lead was capped due to low lead impedance and noise. Patient condition is fine.